Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. The device involved in this incident has been received by the manufacturing facility, but it has not been evaluated. Upon completion, the evaluation results will be provided in a follow up report. A review of all records related to the manufacture of the product lot has been requested, and will be provided in a follow-up report.

Event description:
National complaint coordinator for int'l affiliate reported a device that was alleged to have overinfused during patient use. The device was filled with 70ml of 5-fu and 156ml of saline. The total fill volume was 226ml. The actual flow rate was 226ml/38 hrs and the expected flow rate was 5ml/hr. The flow restrictor was reported to have been on the same height as the device. The temperature of the device was approximately 31 degrees celsius. The device was not used prior to the reported incident. The patient control module was not used. There were no reports of injury or medical intervention related to the reported condition.